Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the tubing was misaligned on the pressure plate. This product problem was observed immediately after the package was opened it. The patient refrained from using the product due to concerns of under delivery of medication.

Manufacturer narrative:
Evaluation results: a set of cadd cassette reservoirs were returned for investigation in used condition. The samples were visually inspected at a distance of 12 to 24 inches and under normal conditions of illumination. The cassettes were in good condition. The tubes were not manufactured by smiths medical of tijuana however. The cassettes were connected to a cadd legacy plus for accuracy testing. All the accuracy results were within specification. No faults were found with the cassettes. The device history records were reviewed and showed that the devices met all manufacturing specification for products released for distribution. No issues were identified that would have impacted this event.